Manufacturer narrative:
(B)(4). Visual examination of the product noted the ezpass was returned with the nitinol wire was not pushed through the tip. A function check of the ezpass confirms that the device functions as intended. The nitinol kite would pass through the tip. Device history record (DHR) was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the nitinol wire would not pass out of the box through the instrument. Attempts have been made and no further information has been provided.